Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: examination of the returned device found that the smaller balseal spring and post component was broken off at the base resulting in a hole in the bottom the trial. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the ps insert trial found with hole worn into plastic piece was not used during procedure. No surgical delay.